Event description:
Pt's pump was not alarming when it delivers a bolus or for anything else. Confirmed with them that the sound was turned on. Had them replace the batteries. The pump still would not alarm. Pt was removed from the pump.